Event description:
It was reported that the rotawire became stuck to the rotapro catheter. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A rotawire and rotapro catheter were selected to treat the lesion. Post ablation the devices were attempted to be removed in dynaglide mode. There was severe resistance and the devices were stuck together. As the devices were being removed at a lower rotational speed the system stalled. The rotawire and rotapro catheter were removed together as one unit. The procedure was completed with a different model device. No patient complications were reported and the patient condition was good post procedure.

Manufacturer narrative:
A2: age at time of event - over 18 years old. The returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit. The rotawire used in the procedure was returned within the rotapro device. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection presented no damage or irregularities to the device. During analysis, the returned wire was able to be removed and reinserted into the returned device without resistance or issues. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was not able to be rotated. The rotapro advancer was then connected to the rotapro control console system. The knob switch (ablation button) was pressed, but the device stalled and would not get any speed. In order to determine the cause of the stall, destructive testing was performed. The advancer was dismantled and the components inside the advancer were inspected, but destructive testing was not conclusive as there were no damages to the components. There is not enough evidence to definitively say what the cause of the device stall was.

Manufacturer narrative:
Age at time of event: over 18 years old.

Event description:
It was reported that the rotawire became stuck to the rotapro catheter. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A rotawire and rotapro catheter were selected to treat the lesion. Post ablation the devices were attempted to be removed in dynaglide mode. There was severe resistance and the devices were stuck together. As the devices were being removed at a lower rotational speed the system stalled. The rotawire and rotapro catheter were removed together as one unit. The procedure was completed with a different model device. No patient complications were reported and the patient condition was good post procedure.